Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was used during a sling placement procedure on (B)(6) 2007. According to the complainant, the patient experienced pain, dyspareunia, yeast infections and mesh erosion. The exact nature and date of onset for each are unknown. It was reported that the patient needed additional surgeries, but the details of these surgeries are also unknown. All other information is unknown and reportedly unavailable.